Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of swelling, pain and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects- the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. Patient was also injected with botox®. There was no observable side effects or concern. The patient called the clinic a few hours later complaining of severe swelling unaccompanied by any level of pain. Patient had pressure from swelling in their lips. Patient was reviewed and prescribing doctor suspected the patient to have an allergic reaction. The patient noted that they first noticed the swelling about 20 minutes after the injection that got worse by the time they had gotten home. Patient was treated with hyalase reconstituted in saline. Patient had not been suspected of an occlusion. Patient was given ice for treatment and advised to take antihistamines. Patient was contacted the following day for an update and the patient's lips looked better after photos were reviewed. Patients symptoms have improved. Patient later refused to return to the clinic and instead when to see their general practitioner where they were cleared.